Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Occupation: cvicu supervisor. Complete initial reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a gas loss in iab circuit alarm. The customer also believed there was condensation in the line. The physician chose to remove the iab because therapy was going to be discontinued in a couple of hours and they were unsure of what the alarm meant. The alarm was reviewed with the customer, and it was explained how troubleshooting should have been completed. The customer was advised to call the clinical emergency helpline at the time of any future issues, prior to removing the iab. There was no patient harm or adverse event reported.